Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient complained that he was not able to hear anymore. External devices were checked and found to be functional. Testing in situ showed that the device has malfunctioned. The patient was re-implanted on (B)(6), 2012.